Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cap at the tip of the ultrasonic probe came off during an ultrasound endoscopic examination. The cap fell off inside the patient's body and was retrieved. The procedure was completed with the same set of equipment. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation. The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer reported the cap fell into the patient's stomach and was retrieved by "endoscopically modified, used instruments unknown".